Event description:
The technician alleged both the head and foot brake casters were not locking. No patient impact.

Manufacturer narrative:
The technician found the brake assemblies were the cause. The technician replaced the brake casters to resolve the issue.